Event description:
It was reported that the pump exhibited a delaminated downstream occlusion sensor seal during testing. During physical inspection, it was found that there was a high priority alarm, cassette not attached properly, in the event history log. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a cassette not attached properly alarm. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a delaminated downstream occlusion seal. As a result, the downstream/upstream occlusion sensor/seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.